Event description:
The fe reported the system shut down without command. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib battery was evaluated and replaced. The connectors on boards and power supplies were reseated. The system was tested and found to be working as intended and returned to service.